Event description:
It was reported that a device was infusing maintenance fluids and an unk antibiotic from a secondary container when the secondary medication traveled into the primary bag. The nurse stated that the secondary container was located above the primary bag. The biomed stated that the pump passed all pm testing and that there was no secondary infusion listed in the history log. There was no pt injury.

Manufacturer narrative:
(B)(4). This device has not been received by baxter. It was requested that the device be sent in for service however, the biomed did not feel it was necessary due to the pump passing all pm testing. A supplemental will be submitted should this device be returned to baxter regarding this issue.